Event description:
It was reported the insulin pump was alarming no delivery. Customer's blood glucose was unknown. Troubleshooting was not performed since customer had the device. The insulin pump also experienced an off no power. Device did alert low battery prior to the alarm. Battery cap was not damaged, cracked, or loose. Low battery alert occurred at 10:01 am and no power alarm occurred at 7:00 pm. Customer's father was advised may continue to use the device until replacement arrives. No further information reported.

Manufacturer narrative:
(B)(4) . Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See manufacture report number 2032227-2014-55223.